Event description:
It was reported that customer was getting treatment from the hospital and nurse inquired if disconnecting customer from insulin pump was correct. Nurse was educated on procedure for disconnecting patient for certain environments. Nurse reported that customer's blood glucose was 496 mg/dl due to being on steroids. Nurse reported that customer received a bolus delivery before being disconnected and was reconnected with blood glucose in the 300 mg/dl

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.